Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/22/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. Additional information was requested and the following was obtained: the fragment that fell into the body was immediately picked up and removed from the body. The patient was discharged from the hospital in 4/12 and has been doing well since then. Doctor's comment: because continuous suturing was performed, the same place of the needle was grasped many times, but I think that needle breakage will always occur in the future as well. In any case, it is a problem with the surgeon's ability, so we understood that we should carefully carry the needle in the future. Investigation summary: a failed suture needle was submitted for fractographic evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. The needle breakage was confirmed.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: what was done to retrieve the broken piece? For example, switched to an open procedure, second surgery? No further information is available. Was additional dissection required in other organs/tissues other than the target tissue? No further information is available. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No further information is available. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain no further information is available. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name irgacare®, active ingredient(s) triclosan, dosage form suture/solid/parenteral, strength 2360 g/m.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2021 and barbed suture was used. During the procedure, it was reported in the abdominal cavity that the needle broke at the middle part during continuous suturing on the myometrium. Immediately, all the needles were taken out of the abdominal cavity, and surgery was resumed after confirming that no needle fragments remained in the abdominal cavity. The broken needle was checked to see if it matched the broken part or if the bent and length of the needle matched the normal CT-1 needle. A photograph was taken by aligning a normal needle and a damaged needle, and it was confirmed that the stump of the damaged part matched with each other macroscopically, which was reported to the surgeon. At that time, the surgeon judged that radiography was unnecessary and continued the operation. An x-ray was taken after the wound was closed, and the patient was transferred to the ward. The operation time was extended within 30 minutes. No adverse patient consequences were reported. Additional information was requested.